Event description:
Boston scientific received information that an alert was triggered due to high out of range shock impedances. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.